Event description:
Information received by medtronic stated that the insulin pump had an unexpected battery power loss. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Sw 4.11d. Retainer ring = black. Customer complained about low battery alarm found on the event date (B)(6) 2021 unit perform visual inspection and pump received with pillowing keypad overlay. Pump passed the displacement test, self test, sleep current measurement and active current measurement. Tested with a test p-cap and the test p-cap locked in place properly. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ low battery alarm was recorded and found in the formatted history file on: 6/22/2021 low battery 6:46:00 am and battery removed at 6:48:49 am. 6/24/2021 6:22:00 pm low battery, at 6:34:54 pm battery removed and 6:46:12 pm battery out limit. 6/27/2021 low battery 7:19:00 am and battery removed 8:45:13 am. Upon checking on the detail trace file, low battery alert was expected since the customer¿s aa battery has low power. Low battery alarm not confirmed. All required test passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.